Event description:
It was reported that during an unknown procedure, the shears presented a rupture of the lower blade. Unknown how case was completed. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis additional information: no return device the device was not returned only the individual opened sterile package. Due to the device was not returned we are unable to investigate further the reported issues. No conclusion could be reached as to why the device was not returned.